Event description:
Falsely depressed carbon dioxide (co2) results were obtained on five patient samples on a dimension vista 1500 instrument. The erroneous results were reported to the physician(s). The samples were repeated on alternate dimension vista 1500 instruments and recovered higher than the erroneous results. The repeat results were reported to the physician(s), as the correct results. There are no known reports of adverse health consequences due to the falsely depressed co2 results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that falsely depressed carbon dioxide (co2) results were obtained on five patient samples on a dimension vista 1500 instrument. Quality controls (qc) recovered in range prior to processing samples; after the samples were processed, qc recovered unacceptably. Siemens remotely reviewed the instrument files and determined that the customer replaced the qgard on the day before the erroneous results. Quick check and a health check did not reveal any issue. As per siemens instructions, the customer replaced sample probe 3, wiped down the aliquot probe, and checked the metal guard at the bottom for buildup. Then, the customer flushed the aliquot, sample probe 1, sample probe 3, reagent probe 1, reagent probe 2, and reagent probe 5 drains with bleach and hot water and cleaned the drains with a brush. The customer also wiped down sample probe 1, reagent probe 1, reagent probe 2, and reagent probe 3 with alcohol and checked each for centering over the drain. Siemens performed auto alignments and the customer cleaned the reagent arm 1 baseplate and surrounding area and repeated the auto alignment test, which was acceptable. Next, siemens performed successful quick check, which passed. All modules were homed successfully, and the customer calibrated and ran qc successfully. Next, the customer performed a precision study on this instrument and a correlation study between the three other instruments, which recovered acceptably. Siemens reviewed the information provided and concluded that the potential cause of the falsely depressed co2 results was consistent with the dirty probes and/or drains and alignment issues, which were addressed with the activities above. The instrument is performing according to specifications. No further evaluation of this device is required.